Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which exceeded five minutes. There was no adverse impact to the customer's blood glucose level. Customer was assisted by cts in updating the pump time and was advised to monitor the issue and follow up if the time discrepancy recurs; the caller understood and acknowledged these instructions.